Manufacturer narrative:
(B)(4). The returned device did not demonstrate the complaint condition; therefore, this complaint is invalid from a design perspective.

Event description:
It was reported that patient was implanted on (B)(6) 2012 with matrix construct at positions: lumbar 4 to sacrum 1 and ileum on both sides. Patient was returned to the or on (B)(6) 2013 for removal of hardware. X-rays confirmed both of the locking caps at the l3 position backed out. During surgery, it was observed that the locking caps at the l4 position were loose. Patient was revised to competitor¿s hardware. Procedure was completed with no problems. This is 6 of 10 reports for complaint (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Without a lot number the device history records review could not be completed.

Manufacturer narrative:
Device was used for treatment not diagnosis. Device history review showed there were no issues during the manufacture that would contribute to this complaint condition. A manufacturing evaluation was conducted. The 8.0mm ti matrix polyaxial screw was received assembled. The sd25 face has nicks and scratches with visual damage to form. All described nonconformities are post manufacturing. Conclusion complaint category evaluated is loose, no function check will be performed and is not relevant to complaint evaluation. All relevant dimensions that could be taken were found to meet specifications. Also, review of the device history record revealed no complaint related anomalies.